Event description:
The customer called to report that she was hospitalized for low blood glucose levels. The customer stated she was connected during the manual prime. The customer had only been on insulin pump therapy for four days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.